Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2002: patient presented with following pre-op diagnosis: l3-4 pseudoarthrosis. Procedure: removal of posterior hardware l3 through l5, laminectomy l3-4, l3-4 posterior lateral interbody fusion and l3 through l5 posterior instrumentation replacement and left iliac crest graft and ssep monitoring. As per op-notes: the patient did have a 11 x 9 mm cage filled with bone graft. The patient did have bone graft with bmp placed, not only within the interspace in the disc at l3-4, but also along the transverse processes along with the bone graft. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.